Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Since the valve has been implanted for over 10 years, the common probable cause for stenosis is due to pannus overgrowth.

Event description:
Medtronic received information that 10 years and 8 months post implant of this bioprosthetic valve, due to aortic stenosis, the valve was replaced with a transcatheter valve-in-valve. No adverse patient effects were reported.